Event description:
It was reported that the patient presented for routine pre-discharge check. Upon review, the right ventricular lead exhibited high impedance. X-ray showed no dislodgement. The physician suspected a possible perforation. Electrophysiologist suspected microperforation since unipolar pacing did not work at all. The patient was readmitted. Physician attempted to reposition the lead but the helix had tissue in place and could not redeploy. The lead was explanted and a new lead was placed in a different location. Patient was fine through and exhibited no symptoms before, during, or after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.